Manufacturer narrative:
Log files shows that 02 safety valve and inspiration valve was leaking. The customer was informed that the inspirtion block needs to be replaced. The customer agreed to send back the old block for analysis. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported oxygen safety valve and inspiration valve leakage while using the bellavista 1000. The customer confirmed that there was no patient involvement associated with the reported issue.